Manufacturer narrative:
"This report is being submitted retrospectively per FDA request". Customer complaint was confirmed. Affected devices were returned for evaluation. Twenty-three of the reported twenty-four masks were deemed to be non-conforming. A corrective action preventative action has been initiated to address this issue. We apologize for any inconvenience this may have caused and appreciate you contacting us regarding this incident as we continually monitor and analyze complaints data as part of our continuous improvement efforts. Only the masks were sent, no resuscitator bags. Samples were not labelled which lot they were from, but the removed polybags were included. Only 23 masks included, with varying levels of mask port deformation, from minor to severe. The original affected lot from the customer was 313909. Replacement material was sent from distributor in arlington tx to the customer and the additional 5 lot numbers of effected devices were found in the replacement material. All masks are 100% inspected before packaging with the resuscitation bag. Rates of raw mask material port roundness are noted below. 313909: 0/1500 mask port out of roundness, no product replaced. 315059: 40/1500 mask port out of roundness, all product rejected replaced with conforming material 312282: 33/1500 mask port out of roundness, all product rejected replaced with conforming material 314649: 31/1500 mask port out of roundness, all product rejected replaced with conforming material 314795: 60/1500 mask port out of roundness, all product rejected replaced with conforming material 313061: 25/1500 mask port out of roundness, all product rejected replaced with conforming material. Product returned from customer was tested on a sample patient port and 5/23 mask ports were unable to fit onto the patient port. The rest of the parts were able to fit onto the patient port with light to moderate force.

Event description:
Customer states that masks on resus bags are warped.

Manufacturer narrative:
"This report is being submitted retrospectively per FDA request". Customer complaint was confirmed. Affected devices were returned for evaluation. Twenty-three of the reported twenty-four masks were deemed to be non-conforming. A corrective action preventative action has been initiated to address this issue. We apologize for any inconvenience this may have caused and appreciate you contacting us regarding this incident as we continually monitor and analyze complaints data as part of our continuous improvement efforts. Only the masks were sent, no resuscitator bags. Samples were not labelled which lot they were from, but the removed polybags were included. Only 23 masks included, with varying levels of mask port deformation, from minor to severe. The original affected lot from the customer was 313909. Replacement material was sent from distributor in arlington tx to the customer and the additional 5 lot numbers of effected devices were found in the replacement material. All masks are 100% inspected before packaging with the resuscitation bag. Rates of raw mask material port roundness are noted below. 313909: 0/1500 mask port out of roundness, no product replaced 315059: 40/1500 mask port out of roundness, all product rejected replaced with conforming material 312282: 33/1500 mask port out of roundness, all product rejected replaced with conforming material 314649: 31/1500 mask port out of roundness, all product rejected replaced with conforming material 314795: 60/1500 mask port out of roundness, all product rejected replaced with conforming material 313061: 25/1500 mask port out of roundness, all product rejected replaced with conforming material product returned from customer was tested on a sample patient port and 5/23 mask ports were unable to fit onto the patient port. The rest of the parts were able to fit onto the patient port with light to moderate force.

Event description:
Customer states that masks on resus bags are warped.